Event description:
It was reported the customer had a blank display on the insulin pump. Customer was able to power on their insulin pump during the call. Customer also reported a hair line crack around their battery compartment. The customer's blood glucose was 114 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also declined to troubleshoot for their blank display. No additional information provided.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not being plugged in properly. The pump also had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.